Event description:
It was reported that the device was used in an urological procedure, the device fired properly but when the surgeon observed the staple line it was bleeding at the staple line area. The surgeon was able to control the bleeding and completed the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Cartridge pan. The analysis showed that the (B)(4) device was received in good visual condition and with no reload present. However, a cartridge pan was received loose inside the bag. The pan was noted to be damaged on the pan surface. The analysis showed that the (B)(4) device was received in good visual condition. The cartridge was received partially fired and with the cartridge lock out tab normal. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan dislodging. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device or a solid structure resulting in the cartridge to partially disengaging from the channel.